Event description:
The philips CT scanner reverses the pt orientation when the pt is scanned prone. This may not be a problem for a diagnostic scan but is definitely an issue for procedures, as it can lead to wrong side interventions. Reason for use: CT guided drainage of a pelvic abscess.